Manufacturer narrative:
The complaint of a broken guidewire is confirmed and was determined to be use related. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed the guidewire was returned in two segments with the coiled section of the guidewire completely detached. The coiled wire was observed to begin unraveling approximately 1.5 cm proximal to the distal tip. A microscopic observation revealed use residue on the returned sample. Adhesive was observed on the proximal end of the coiled wire, likely from the bonding of the coiled wire to the core wire. The core wire was observed to be broken and slightly curved leading up to the break sites. The breaks were observed to have a granular surface texture, and the core wire material was observed to taper leading up to the break. These features are typical of tensile failure caused by excessive pulling force on the guidewire. The product IFU cautions: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of recn1184 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the guide wire was withdrawn from the patient, the double helix at the front end of the guide wire flailed into the patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn1184 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the guide wire was withdrawn from the patient, the double helix at the front end of the guide wire "falled" into the patient.